Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Nerve stimulation and diaphragmatic stimulation were observed as a result. The patient also reported feeling spasms due to stimulation. Intermittent capture, unstable thresholds, high impedances and elevated thresholds were also noted on the ra lead. The lead was reprogrammed off, and repositioned three days later. The ra lead remains in use. High sensing was further noted on the right ventricular (rv) lead which lead to an increase in the thresholds, and subsequently caused the diaphragmatic stimulation. The rv lead remains in use. No further patient complications have been reported as a result of this event.